Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic") in an adult female patient who had essure (batch no. B59462) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section, uti, heart murmur and cervix cerclage procedure. Concurrent conditions included migraine, uterine bleeding and adenomyosis. Concomitant products included buspirone hydrochloride (buspar) for anxiety, bupropion for anxiety attack as well as folic acid (folvite) and prenavite. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("pain: abdomen") and back pain ("pain: back"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: per mr: insertion details: the essure device was introduced through the hysteroscope and placed in the right tubal ostia, 4 coils were visible at the ostia, the second essure device was introduced and placed and deployed at the left ostia, upon withdrawal of the device, the coils were seen briefly, and then view was obstructed by fluffy endometrium and could not be counted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, abdominal pain,vaginal bleeding, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic") in an adult female patient who had essure (batch no. B59462, b59462) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section, uti, heart murmur and shirodkar operation. Concurrent conditions included migraine, uterine bleeding and adenomyosis. Concomitant products included buspirone hydrochloride (buspar) for anxiety, bupropion for anxiety attack as well as folic acid (folvite) and prenavite. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("pain: abdomen") and back pain ("pain: back"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: per mr: insertion details: the essure device was introduced through the hysteroscope and placed in the right tubal ostia, 4 coils were visible at the ostia, the second essure device was introduced and placed and deployed at the left ostia, upon withdrawal of the device, the coils were seen briefly, and then view was obstructed by fluffy endometrium and could not be counted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, abdominal pain,vaginal bleeding, menorrhagia." Most recent follow-up information incorporated above includes: on 18-jun-2018: reporter information was added. This case concerns adult patient. Her demographic was updated. Her historical/concurrent conditions were added. Lab data was added. Essure insertion date and removal date was updated. Essure indication was added. Essure lot number (expiration date) was added. Her concomitant medications were added. Per pfs: vaginal haemorrhage (abnormal bleeding (vaginal/menorrhagia), pain: abdomen and pain: back were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.